Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a modular cable and controller exchange on (B)(6) 2022 due external damage by the patient that compromised the internal wires. The patient then began having low flows down to .8 liters per minute (lpm) on (B)(6) 2022. As of (B)(6) 2022, flows had decreased to 0.0 lpm. Flows were stable leading up to the initial event. It was noted that lactate dehydrogenase (ldh) was not elevated and there were no signs or symptoms of hemolysis. Log file review confirmed calculated flow dropping to 0 lpm during which motor power was also trending downward. The pump was seeing a reduction in blood volume and it was recommended to obtain a computed tomography (CT) scan of the inflow cannula and outflow graft. A controller clock corrupt message was also observed in the submitted log file. Additional information was received that a computed tomography angiograph (cta) scan was done and the patient was taken to the operating room (or) on (B)(6) 2022 for a heartmate 3 to heartmate 3 pump exchange.related manufacturer's report capturing modular cable exchange: 2916596-2022-13315related manufacturer's report capturing controller exchange: 2916596-2022-13318

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), revealed a thrombus formation within the eye of the rotor, which could have contributed to the reported decrease in pump flow to 0.0 liters per minute (lpm) confirmed in the submitted log files. Hm3 lvas, serial number (B)(6) was returned assembled with the pump cable severed approximately 6.5¿¿ from the pump header. The distal portion of the pump cable was returned measuring approximately 20.5¿¿. The modular cable, lot number 8471036, was not returned. The sealed outflow graft was returned attached to the pump cover outlet port, with the sealed outflow graft bend relief engaged to the graft attachment hardware. The outflow graft clip was returned detached from the sealed outflow graft hardware. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned. Upon disassembly of (B)(6), a dark red, tissue-like deposition was found occluding the proximal and distal sides of the rotor eye. Coagulated blood was also observed partially occluding the blood flow path through the rotor vanes. The non-laminated structure of the thrombus as well as its lack of adherence to the pump rotor surfaces suggests that it likely did not form in the rotor; however, the specific origin of the thrombus as well as a duration of time for which it was present in the pump could not be conclusively determined through this evaluation. Although a specific cause for the observed thrombus formation could not be conclusively determined through this evaluation, the deposition was obstructing a significant portion of the blood flow path in this location and could have contributed to the reported drop in pump flow confirmed through the submitted log file data. Visual examination of the pump¿s remaining blood contacting surfaces revealed depositions of loosely coagulated blood mixed with tissue-like clotted blood throughout the inlet extension lumen, the sealed outflow graft attachment, and the interior of the sealed outflow graft. Small amounts of loosely coagulated blood were also found within the pump outflow and the pump cover interior. The lack of structure of these depositions suggested that they developed acutely, likely due to poor surface washing as a result of the confirmed decrease in flow, or blood remaining stagnant within the device post-explant. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Evaluation of the submitted and retrieved log files, revealed a sudden decrease in pump flow to 0.0 lpm. These findings appeared consistent with the reported events, and the finding of an occlusive deposition within the eye of the rotor. Upon removal of the rotor deposition, (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21nov2018. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU lists pump thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 7 of the IFU and section 5 of the patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 7 of the IFU provides additional instructions regarding driveline care in a sub-section entitled, "what not to do: driveline and cables". Section 8 of the IFU states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook also contains information regarding how to clean and care for the driveline. Section 4 instructs the user: ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ no further information was provided. The manufacturer is closing the file on this event.